Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) did not recognize a new purge disc. The aic was exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Per data review, there was no record of any purge disc not detected alarms on the reported occurrence date. However, there were two purge disc not detected alarms found in the imc logs. These two alarms align with what the clinical staff reported because they occurred immediately after swapping purge cassettes in both instances. The console was returned and tested after arriving. The issue with the automated impella controller (aic) not being able to detect the purge disc was reproduced, and the purge retainer was found to be broken. A portion of the purge retainer that was supposed to be fastened to the purge assembly was no longer intact. The cause of the issue was a broken purge retainer.